Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device turned off without input which was not reproduced during evaluation. Evaluation ran the device and found no discrepancies. The device turned off without input was verified through a review of the event history log. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. The event was found at the pediatric department. There was no patient involvement. No additional information is available.